Event description:
Upon completion of zosyn (in 3 ml bd syringe from pharmacy) while disconnecting the med syringe from the med line, the inside hub of the syringe broke off in the med line making it unable to flush the remainder 0.4 ml (from a total med volume of 1.25 ml) of medication. Remainder of med ordered by pharmacist and will be administered upon receipt of medication.